Event description:
Noise detected on rv lead, on rv and ff channels at follow-up. No other measurements out of range. The device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.